Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. A lead fracture was not observed. Results for all electrical testing were within specified parameters. The lead fracture that is mentioned in the event could have potentially occurred in portions of the lead that was not returned.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7288, implantable pacemaker cardio/defib, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2001. (B)(4).